Manufacturer narrative:
Device is a combination product. (B)(4). Promus element ous, mr 2.25 x 12mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the first proximal strut was lifted and pulled in a distal direction. The remaining struts were not damaged. It is likely the crimped stent may have encountered resistance & subsequent damage during withdrawal attempts. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several hypotube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 16-nov-2016. It was reported that shaft kink occurred. Vascular access was obtained via the femoral artery. The 95% stenosed, 12x2.25mm, concentric target lesion containing a lesion bend of between >45 and <90 degrees was located in the mildly tortuous and non-calcified diagonal artery. A 2.25mmx12mm promus element ¿ drug-eluting stent was advanced however the shaft got kinked. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.